Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer reports: inpen got ran over and its hard to press button. Per visual inspection: rear shell is bent and dose window is physically damaged. Insulin pump paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. It¿s difficult to dose normally due to rear shell being bent and creating resistance with the dose dial. However, the leadscrew retracted appropriately. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. In conclusion: it¿s difficult to dose normally due to the rear shell being bent and causing resistance to dose dial. This can affect insulin delivery. Therefore, the customer complaint of physical damage to inpen was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported damage to the inpen. Customer stated inpen was cracked and now its hard to press button in. No harm requiring medical intervention was reported. The insulin pen was returned for analysis.